Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset which is believed to have been caused by external defibrillation. Bench testing noted high voltage output circuit damage due to hv delivery into a low impedance load. The cause of the low impedance load was a lead anomaly.

Event description:
It was reported that the patient presented in the hospital for dft testing. The device charged and delivered the first therapy, but did not convert the rhythm. The capacitor timed out on the second charge. The device was found to be in back-up vvi mode with defibrillation therapy off. The system was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
(B)(4).